Manufacturer narrative:
Section e initial reporter: the initial reporter's first and last names and phone number are unavailable due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp single stage venous cannula, it was reported that the device was in the patients inferior vena cava, and when it was removed a mark/scratch was observed on the device due to clamping during de-cannulation. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that normally the customer never experiences a scratch after removing the clamp from the device. The device was checked visually prior to use, and the clamp was the cause of the scratch mark on the cannula.